Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 477 mg/dl, 140 mg/dl, 125 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that something could have been on the customer's hands when he was testing. A request was made for the return of the affected product.